Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor is noisy. Associated malfunctions for this device: inlet filter dirty.